Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture kept breaking. The surgeon went through 7 suture from one box. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00421, 2210968-2022-00420, 2210968-2022-00419, 2210968-2022-00418, 2210968-2022-00416, 2210968-2022-00415.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2022. H6 component code: g07002 no device problem found. H3 investigational narrative: an opened box with twenty-nine packets of product code 8706 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-00421, 2210968-2022-00420, 2210968-2022-00419, 2210968-2022-00418, 2210968-2022-00417, 2210968-2022-00416, 2210968-2022-00415.